Manufacturer narrative:
The creatinine reagent lot number is 944640 with an expiration date of 31-dec-2026. The bun reagent lot number and expiration date were not provided. The calibration was acceptable. The qc data showed an outlier on the day of the event. The alarm trace showed "sample probe" and "abnormal aspiration" alarms. The field service representative found an abnormal descent at the sample cleaner aspirating position. He found the probe was bent on the sample arm. He replaced the damaged probe and performed adjustments. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 and bun (urea) results for 1 patient sample on a cobas c 503 analytical unit. The initial creatinine result was 3.37 mg/dl. The repeated result was 0.989 mg/dl. The sample was repeated on another module, and the result was 1.03 mg/dl. This result was believed to be correct. The initial bun (urea) result was 34, and the repeated result was 22.6. The unit of measure for the bun results was not provided. The sample was repeated because the physician questioned the initial results.